Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was loss of capture due to high pacing thresholds on this left ventricular (lv) lead. Upon pocket opening at the revision, pus was found in the pocket. A laser lead revision is planned. Antibiotics were administered. No additional adverse patient effects were reported.